Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was an in-stent restenosis of a 3.0 mm x 23 mm non-bsc stent located in a mildly tortuous and non-calcified vessel. A 3.00 mm x 12 mm nc emerge® balloon catheter was advanced for dilatation. However, during the first inflation at 7 atmospheres for 15 seconds, the balloon ruptured. The procedure was completed with a drug-coated balloon catheter. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that no segment of the balloon detached inside the patient and the patient's post procedure condition was good.